Event description:
It was reported via repair work order that the head end lift was elevated and inoperable due to cpu board malfunction and broken lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.